Event description:
The customer reported that the 840 ventilator had un unresponsive touchscreen. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the gui touchframe pcb. The unit passed extended self-testing.